Event description:
The pt was originally hospitalized on 11/18/1998 for repair of abdominal hernia at the implantable cardioverter defibrillator generator site. Procedure was done without complication. Pt returned to the hosp on 1/5/1999 with complaint of the implantable cardioverter defibrillator pocket bulging again. Pt was returned to surgery and had evacuation of fluid and revision of previous repair. Pt was dismissed to home.